Manufacturer narrative:
Date of birth - requested, not provided. Ethnicity - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. Patient reported to be (B)(6). The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot # combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device package was opened, and the anchor was in an open state, the device did not enter the human body. Stent implantation was performed, for vertebral artery stenosis. Preoperative routine femoral arteriography met the requirements of the target patient. A new angio-seal device was used to complete the operation. No blood loss reported. The patient was reported to be in stable condition.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. The actual device was initially reported as available for evaluation; however, it has not been received. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
Additional information was received on june 11, 2019. A 6fr sheath was used. A new angio-seal device was used to finish the operation.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information.